Event description:
The patient reported a recent surgical procedure where a magnet was placed over their implantable cardioverter defibrillator (ICD). The patient inquired if the magnet would disable pacing in addition to defibrillation therapy as their heart had stopped during the procedure. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.